Event description:
Information received from the field notes that the patient had a syncopal spell and presented to the clinic. The patient reported that his pulse was at 60 bpm during the spell. While getting ready for an atrial sense test, the device exhibited asynchronous pacing. The program strips noted an av delay of 120ms and no evidence of sensing. After the telemetry wand was removed, the device began to sense normally. The device was subsequently replaced.